Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and confirmed they got the controller with aa batteries. Patient mentioned that they used the aa batteries and m istakenly returned the old controller with the mdt battery pack still inside. Agent sent request to repair to replace the mdt battery pack. Send repair request.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported their controller keeps turning on and off by itself, which has been their constant problem; it's turning on the adaptive stim by itself and the stimulation on/off button is not sitting like it normally sits. It's like falling down a little bit and almost ready to fall off. Pt stated that when the adaptive stim is turned on, it jacks up into like the maximum level and basically incapacitated if it happened while they were driving. Pt described their controller as going nuts. When it goes ¿off, they like scrambling to try to turn it off. Pt commented that it's bad. Pt also stated they have to reset the controller. For the event date, pt stated for the last couple of 3 weeks. A request was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.